Event description:
In 2008, the patient reported that her blood glucose was elevated (482 mg/dl) due to an air bubbles in her insulin cartridge and infusion tubing. Her normal blood glucose range is 180-380 mg/dl. The patient was able to prime the air bubbles from the system. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.